Event description:
The customer reported that the touch panel on the processor was blank and no information was displayed, involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.